Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine at 3 mg/day via an implantable pump for non-malignant pain and radiculopathy. The concentration was unknown. It was reported that a critical alarm was heard/confirmed by telemetry, and reset occurred. A home infusion company came to do a refill and found the reset. The event date was unknown. The patient experienced potential withdrawal-type symptoms. The logs had not been read yet. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-23. The patient¿s weight at the time of the event was unknown.